Event description:
Information received regarding the explanted device notes no output or magnet response and a telemetry link could not be established. The patient was bradycardic at a rate of 40 bpm.